Event description:
Customer's husband called for assistance with changing infusion sets. Customer was assisted with changing her infusion set. Customer's blood glucose was 430 mg/dl. Customer's husband said they treated manually with twelve units of insulin about an hour ago, but customer's blood glucose was still rising. He said they would take care of it as they have both been dealing with diabetics for a long time. He was advised that they could call the help line any time for any issues that might occur. Customer's husband stated they would check customer's blood glucose later and treat accordingly if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).